Manufacturer narrative:
Device is combination product

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts was sticking out. There were no patient complications reported and the patient's status was fine.